Event description:
It was reported that vessel dissection occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 85% stenosed target lesion with no significant bend was located in the mildly tortuous and mildly calcified distal and proximal right coronary artery (rca). Following pre-dilatation with 2.5 x 10mm non-boston scientific (bsc) balloon catheter, a 20 x 2.75mm promus elite drug-eluting stent was advanced and fully deployed in the distal rca at 14 atmospheres. However, an edge dissection, further described as flow limiting, was noted at the proximal part of the stent. A 3.0 x 12mm stent was then used to cover the dissection, and a 3.5 x 22mm non-bsc stent was deployed at the proximal rca. The patient condition was stable post-procedure.